Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding an implantable neurostimulator (ins). It was reported that the programmer displayed a power on reset (por) message during a pre-implant battery voltage check for short-dated ins. The por cleared itself and the programmer then showed the battery was full. The representative didn't want to use the ins due to the error code. No further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. If information is provided in the future, a supplemental report will be issued.